Manufacturer narrative:
Power cord frayed from getting caught in fowler.

Event description:
It was reported by service report that the bed power cord was frayed through the first layer of the insulation. No patient involvement or adverse consequences are reported.